Event description:
During outreach call, customer states that he has had a vastly different reading between his blood glucose and sensor glucose, such as his sensor glucose was 68 and blood glucose was 337 mg/dl. Customer was advised on possible reasons. Customer also advised that he is on chemo therapy and taking steroids which causes his blood glucose to be erratic. He was advised to get advise on treatment from his health care provider for days he will be taking chemotherapy. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.